Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was hospitalized; details and nature of hospitalization were not provided. Blood glucose value not provided. Tandem technical support attempted to follow up with the customer regarding the reported event, however, no response was received.